Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. It was reported that the customer was using cold insulin, not cleaning the pump, and changing the supplies only 1 to 3 times per week. Clinical support informed the customer that this is off label per the tandem user guide. Customers blood glucose (bg) was 600 mg/dl and the customer was in diabetic ketoacidosis. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed by manual insulin injections. Customer went to the emergency room. Customer was treated with fluids of saline and insulin, in addition to, manual injections of insulin. The treatment resolved the issue and their was no permanent damage. Customer was released from the hospital the following day.